Event description:
An astral device was returned to resmed (B)(4) service center for service due to a circuit problem. There was no patient harm or injury reported for this incident. MFR# 3004604967-2015-00247.